Event description:
It was reported that the patient experienced loss and inadequate pain relief and had reprogramming which covered some of the pain areas. X-ray was taken and it was determined that the lead migrated. High impedance was also noted on the leads. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.